Event description:
It was reported that a dissection had occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery. A 2.50 x 28mm synergy xd drug eluting stent was advanced and deployed. Post-deployment, a proximal edge dissection was observed and confirmed thru fluoroscopy. The dissection was covered using another stent and the procedure was completed. There were no further patient complications. It was further reported that the stent was deployed at 11 atmospheres. Additionally, the dissection was further described as flow limiting and was observed through imaging and fluoroscopy.

Event description:
It was reported that a dissection had occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the left anterior descending artery. A 2.50 x 28mm synergy xd drug eluting stent was advanced and deployed. Post-deployment, a proximal edge dissection was observed and confirmed thru fluoroscopy. The dissection was covered using another stent and the procedure was completed. There were no further patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.